Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Device evaluation: the device was returned to zoll medical corporation for evaluation and the device performed to specification. The reported problem was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycle stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device log showed multiple low battery and replace battery messages. When these messages occur, the battery should be replaced from the device or charged to avoid the device powering off. Analysis of reports of this type has not identified an increase in trend.